Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.